Event description:
It was reported that at implant high lead impedance was observed. Despite repositioning the impedance stayed high. The lead was replaced. During implant and afterwards the patient condition was good.

Manufacturer narrative:
(B)(4).